Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had power supply test failed during self-test. The customer¿s blood glucose was unknown at the time of incident. The customer state that when self-test was performed because the screen glittered and was anomalous the issue was resolved, but after that error occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No missing segments or partial display or power supply test failed during self-test alarm noted during testing.